Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other promus stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the stent delivery system (sds) was attempting to advance to a side branch and interacted with the newly deployed stent, which likely contributed to the failure to advance and subsequent difficulty removing the sds and ultimately explanting the deployed stent as there was no damage noted to the stent prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. The reported difficulties appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned and the part and lot numbers were not reported.

Event description:
It was reported that during the procedure in an unspecified vessel, a promus stent was deployed. An attempt was made to advance a second promus stent system into a side branch; however, the stent system became stuck on the previously implanted stent. An attempt was made to withdraw the stent system and the previously implanted stent was pulled out. Though requested, no additional information has been provided.